Event description:
It was reported that it was difficult to position the implant. An intra-operative lateral x-ray taken whilst trailing indicated that the trail device had successfully pivoted and was reasonably well positioned at the anterior border of the l5/s1 disc space. The next lateral x-rays taken indicated that the implant was not positioned well and was not adequately midline. The implant and applicator were assessed at the scrub station post-op and were observed to exhibit full range of motion. The implant was subsequently discarded and the applicators are being returned for further investigation. The patient health did not appear to have been affected by these events. The patient had a grade ll spondylisthesis and cage insertion was performed under matrix distraction. The anterior annulus may have been compromised during cage positioning. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The devices were returned and the event was not confirmed as the functional testing of the two outer shafts revealed that these devices are functioning properly. For both devices, a demo implant could be properly fixed, put in pivoting position and released. While both parts show signs of usage and the front plane, where the implant is pressed against for fixation, was slightly deformed in both parts, this did not compromise functionality. The relationship between these particular outer shafts and the observed difficulties of the implant placement in the event description could not be recognized. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective and as the complaint condition could not be reproduced the complaint is considered invalid and a non-issue. No product fault could be detected. We are not able to determine the exact cause of this occurrence and the complaint condition remains unknown. However, while we are not able to comprehend the reason for the non-pivoting of this particular implant, possible reasons could be the lack of endplate contact and intervertebral preload during the insertion of the implant, insufficient discectomy or an insufficient knob release to get to the pivoting position. Without an analysis of the conceded implant and better quality x-ray images, we will not be able to determine the exact cause of this occurrence and no further investigation is possible.